Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had been seeing 'settings not available' for about 5 days. The patient also did not think ins was working on their back right now. The patient was in group c at 2.7-2.9 and in the past the patient was able to go higher. Both ins and controller were charged. The patient had no falls/no trauma. The patient was instructed to try group a and group b. The patient was able to increase in group a and b. The patient will continue using either group a or b until hcp will check the group c programming. The patient was redirected to their healthcare provider (hcp). Additional information was received from the patient via a manufacturer representative (rep). It was reported that the patient reported not being able to increase her stimulation with her controller. The screen displayed ¿therapy settings unavailable.¿ the patient denied any falls or aggressive activity. The rep checked her impedance and found electrodes 9,11 13 measured greater than 40000 ohms. The rep adjusted patients programming so she is no longer using electrodes 11 and 13. The issue resolved. Additional information was received from the patient. Patient reiterated that there were no falls or aggressive activity before the 'settings not available' however, they did note that it had been very uncomfortable sitting and laying lately because of the implant. The patient reiterated that they were reprogrammed and it is now working like normal.